Event description:
During a left heart catheterization in cath lab #2, merge error in reporting heart rate. Backup hemodynamics via anesthesia monitor was in place. Electrocardiogram (EKG) reading was 31 bpm. No harm to the patient was noted.